Event description:
It was reported that the patient¿s pump had a motor stall that recovered within 2 hours (B)(6) 2012. The pump had a critical alarm and no magnetic fields were suspected. A magnet was later found near the abdominal belt of the patient. The patient experienced some withdrawal and underdose symptoms of increased spasticity and fever. The patient had greater than fifty percent therapy relief. The patient was refilled and reprogrammed. The patient status was alive with injury. The device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID 8780, lot # 0205826604, implanted: (B)(6) 2012, product type catheter. (B)(4).